Event description:
It was reported that towards the end of a da vinci s hysterectomy procedure, the fenestrated bipolar forceps instrument cable broke and the carbon sheath fractured while inside the patient. The yellow led on the patient side manipulator (psm) arm came on when the surgical staff tried to remove the instrument. With assistance from isi technical support, the cannula accessory and instrument were undocked from the patient and removed. The planned surgical procedure was completed with minimal delay. The instrument was inspected and appeared complete. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusion: the instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.